Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that CT revealed catheter damage. An alleged crack was noted on the catheter. The device was removed successfully. There was no reported patient injury.

Event description:
It was reported that CT revealed catheter damage. An alleged crack was noted on the catheter. The device was removed successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One powerport MRI isp with 8f groshong catheter was returned for evaluation. The device was returned assembled with proximal end of catheter and catheter lock attached to port stem. A partial circumferential c-shaped split was noted between the 16cm and 17cm depth markers. Under magnification, it was noted that the split was rounded and smooth on its sides and jagged at its corners, with buckling noted to the catheter around the split. Based on the findings, the investigation is confirmed for the reported catheter damage, specifically catheter fracture due to flexural fatigue. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 02/2021).